Event description:
A colonoscopy procedure was being performed on a pt in 2001. When the physician reached the hepatic flexure, he had difficulty in advancing the endoscope. The dr then withdrew the colonoscope from the pt when he noticed that the distal bending section was still angulated in a "j-position".